Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. MRI tech reported patient said her device has not worked for two years. MRI tech had no additional event information. There was none symptom reported. There were no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient had not been seen in their clinic for over 2 years. They noted that the patient had not been keeping up with following up with their clinic and had been a no show for multiple appointments. There were no further complications reported or anticipated.